Manufacturer narrative:
Age/date of birth at time of event were not provided. The referenced report of a pump exchange due to suspected pump thrombus was reported under medwatch MFR # 2916596-2016-00436. (B)(4). Approximate age of device - 70 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2016, the patient underwent a pump exchange due to suspected pump thrombus. On (B)(6) 2016, the patient was admitted from clinic with pump power spikes of up to 10-11 watts. Review of the log file by the manufacturer's technical services representative revealed the majority of the pump power elevations had occurred on (B)(6) 2016. The patient's lactate dehydrogenase (ldh) level was 1153 u/l upon admission and integrilin was initiated. On (B)(6) 2016, the patient's ldh level was 902 u/l and the urine color was yellow. A chest x-ray showed that the inflow cannula position was optimal. The test results of an echocardiogram performed the previous day including the laboratory test results for plasma free hemoglobin and fibrinogen levels were pending. No further information was provided.

Manufacturer narrative:
The evaluation of the submitted log files captured elevations in pump power and estimated pump flow values, low average pulsatility index levels and multiple pulsatility index events; however, a specific cause for the events recorded in the log file could not be conclusively determined through this evaluation. Based on the manufacturer¿s past complaint experience and similar reported events, the report of elevated lactate dehydrogenase (ldh) level coupled with elevations in pump power and estimated pump flow values, and decreased average pulsatility index values could be indicative of a potential device thrombosis; however, a specific cause for the elevated ldh level could not be conclusively determined. The instructions for use lists thrombus and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.